Event description:
The account alleged, the beds foot section of the bed ran down by itself.

Manufacturer narrative:
The technician investigated and found the leg drive was inoperative. The technician replaced the drive to repair the bed.